Manufacturer narrative:
Bayer r&I product analysis received and examined the returned syringe, lot number unknown, and identified the presence of a thin strand of plastic in the fluid path. The particle was detected in the barrel of the syringe and measured approximately 40mm in length and less than 0.4mm in width. Comparison of the particle with the inside diameter of the range of injection into the patient exists. The syringe kit instructions for use instructs the user to "visually inspect contents and package before each use". This visual inspection is to ensure particulates are noticed and mitigated, which is what occurred in this reported instance. In the event additional information is received, a follow-up report will be submitted.

Event description:
The site reported the following: a hair or hair-like strand of unknown etiology was seen in the CT syringe.